Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. Customer reportedly changed supplies to address occlusion alarm. Customer¿s blood glucose level was 362 mg/dl.